Event description:
The customer reported via phone call that the insulin pump was alarming no delivery when priming. The customer's blood glucose was unknown. The customer was unable to fully troubleshoot the issue because the alarm had already been resolved by a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was advised that the reservoir would be replaced as well as the infusion set. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.